Manufacturer narrative:
The belt was returned for investigation and failed incoming functional testing. Upon evaluation of the electrode belt, the trunk cable connector was damaged and was unable to connect with a monitor. The root cause for the damaged connector was excessive force. There is no indication that this device malfunction caused or contributed to the patient¿s passing as the patient was not wearing the device at the time of passing.

Event description:
A us distributor reported an electrode belt failed incoming functional testing.